Event description:
The ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was examined on site and a pressure transducer was replaced where after the ventilator function without issues. The ventilators logs were downloaded and the ventilator was returned to service. The replaced part was scrapped and not returned for investigations but the ventilator¿s logs were received. The evaluation of the logs confirm the occurrence of the reported failure of the pressure transducer test during pre-use check but because the faulty pressure transducer test was scrapped and not investigated, the true cause of why it failed has not bee determined.

Event description:
Manufacturer's ref.#: (B)(4).